Event description:
Boston scientific crm received information that this right atrial lead was stuck in the header of this device. While attempting to remove the lead, the lead unraveled. As a result, a new lead was successfully implanted. No adverse patient effects were noted.

Manufacturer narrative:
This lead was surgically abandoned; therefore we will be unable to perform analysis on this lead. Should it be returned, or if additional information becomes available, this report will be updated.